Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock while sleeping due to oversensing noise. The patient was brought into the office for testing. The noise was able to be reproduced in all sensing vectors when the patient moved their left arm slightly. An x-ray was taken which did not show any issues with the subcutaneous implantable cardioverter defibrillator (s-ICD) header or electrode. The s-ICD was reprogrammed to a single zone and boston scientific technical services (ts) was consulted for review. Upon review ts noted the noise appears to be due to a mechanical issue that may impact the system capabilities to defibrillate and convert any spontaneous tachyarrhythmia. Ts advised that due to concern over electrode integrity, they would recommended replacement. The field representative would convey the recommendation to the physician. Additional information was received that the physician elected to explant and replace both the s-ICD and electrode due to the oversensing. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock while sleeping due to ovesensing noise. The patient was brought into the office for testing. The noise was able to be reproduced in all sensing vectors when the patient moved their left arm slightly. An x-ray was taken which did not show any issues with the subcutaneous implantable cardioverter defibrillator (s-ICD) header or electrode. The s-ICD was reprogrammed to a single zone and boston scientific technical services (ts) was consulted for review. Upon review ts noted the noise appears to be due to a mechanical issue that may impact the system capabilities to defibrillate and convert any spontaneous tachyarrhythmia. Ts advised that due to concern over electrode integrity, they would recommended replacement. The field representative would convey the recommendation to the physician. Additional information was received that the physician elected to explant and replace both the s-ICD and electrode due to the oversensing. No additional adverse patient effects were reported. The s-ICD was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined .